Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample gave an allegedly false negative results with the anti-d reagents of erytype s abd+rev.a1, b when tested on tango infinity. This happened on two different days. The patient was rhd positive when tested in the ih gelcard system. The customer returned the patient sample that had caused a false negative test result, but not the supposedly defective product for investigational testing. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Investigation of the affected tango infinity is also still ongoing.

Event description:
The customer reported that three samples of one pregnant patient showed discrepant rh(d) results. The patient was typed as b rh(d) negative with erytype s abd+rev.a1, b on tango infinity. Another sample from the same patient was sent to (B)(6) with the result b rh(d) positive. The customer provided the test results. The customer returned one patient sample labelled as #(B)(6) for investigational testing, but not the supposedly defective product. Therefore our quality control laboratory tested their retention sample of erytype s abd+rev. A1, b with the patient sample provided by the customer on tango infinity and could confirm the customer´s finding. The patient sample yielded negative results with both anti-d reagents of erytype. The patient sample was also tested in the tube method with seraclone anti-d blend: the patient sample yielded a negative result in the immediate spin test but a strong positive result in the indirect anti-globulin test (iat). The patient sample was sent to an external laboratory for molecular typing of the rhesus formula. The result was: ccd.ee rhd*dvii.01 (isbt: rhd*07.01).the section performance characteristics and limitations of the method of the instruction for use contained an appropriate note with regard to the reaction mode of weak d and d variant and erytype: "category dvii cells as well as very weak expressions of the d antigen (weak d or partial d with a very small number of receptors) may either react weakly or react negatively with both anti-d reagents." The retention sample of erytype s abd+rev. A1, b was tested with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev. A1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango infinity: the customer provided result images in black/white and bad quality. Other than the customer reported, there are however no discrepant tango infinity results observed. All three samples resulted as b rh negative on customers tango infinity. A field service engineer was at the customer's site to check the instruments function. He cleaned and repaired observed small issues, but these are unrelated to this reported issue. Further, engineer states he found nothing wrong with the unit and returned to customer for normal use confirming instrument is working within specifications. Metrology qualification was performed as per checklist with passing qc results. The log files did not show any issue relevant abnormalities. No indication for an instrument malfunction could be identified on current data. The service engineer confirmed a proper function of the instrument by metrology certificate.

Manufacturer narrative:
This is our final report on this incident.